Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose was unknown. The customer stated that that insulin pump kept shutting off randomly, even in the middle of boluses. The troubleshooting was performed for the blank display. The product will be returned for analysis.